Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the patient had their original shoulder done, the shoulder become dislocated. According to surgical implant records, the patient was implanted with a 40+8 glenosphere, medium +8 shell, and a 40 +4 retentive poly. With that construct pretty much maxed out, the surgeon felt the patient's humeral components would need to be revised as a whole. The humeral stem was removed and the patient was then prepped for a biomet humeral component. With the baseplate well fixed, the surgeon opted to leave it and place a 40+8 eccentric glenosphere. Once the biomet prep was complete, the shoulder was reduced and put through a full range of motion and found to be stable. Doi: on (B)(6) 2023, dor: on (B)(6) 2024, affected side: right shoulder.

Event description:
Additional information was received and states that : no surgical delay to report.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d10 concomitant.